Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found past the stopper on approximately eight hundred 50 ml bd perfusion¿ syringes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two boxes of 50 units of 50pf syringes amber 14gx1 ¼¿ lot 1709207 were received for investigation. Upon visual inspection of the samples received it can be observed that 16 of them are opened and the one with a yellow note has the stopper disassembled. This sample is disassembled observing a molding defect on plunger rod, it is not complete. No damage or molding defect can be observed in any of the other 15 opened samples received. Twelve out of the other 84 samples received (6 per box) are randomly selected and leak test is performed with them according to procedure and iso-7886-1 annex d. The 12 samples meet iso-7886-1 annex d. They are disassembled without finding any damage or molding defect in their components that could cause leakage. The other 72 samples are disassembled observing 1 of them with incomplete plunger rod. This plunger is from the same cavity 52 as the one received with yellow note. The other 71 sample has not any damage or molding defect. DHR of lot 1709207 has been reviewed finding an annotation regarding the alleged defect. During molding defect a failure was detected in plungers mold for this reference. Once failure was detected, defective samples were rejected and cavity 52 was cancelled due to unfilled plungers. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection. .molding: 2 injections per shift printing: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 box per pallet 2. Functional inspection. Printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Investigation conclusion: it can be confirmed that the root cause of the non-conformance is related with the molding defect detected in plunger rods. This unfilled material during molding process, caused the plungers rods were not complete and leakage can occurred past the stopper when syringe is used.

Manufacturer narrative:
H.6. Investigation update. Additional information was received regarding correction to the inspection findings as indicated below: this failure was repaired by changing the matrix of the affected mold for a new one. This defect is in the scope of the maintenance plan for the molding process and this incident is an isolated event.